Event description:
On 07/20/2009, abbott point of care was contacted by a customer who reported that an I-stat cardiac troponin I cartridge yielded a whole blood result of 0.13 ng/ml. The same sample tested on an I-stat cardiac troponin I cartridge using a different analyzer yielded a whole blood result of 0.04 ng/ml.